Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed. Based on trend analysis, no further action is required at this time. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd ultra-fine¿ 6mm insulin syringe there was broken/missing needles. The following information was provided by the initial reporter. The customer stated: "there were broken/missing needles from a packet of syringes."